Manufacturer narrative:
Investigation found that pump was tested for accuracy several times, using water. Pump delivered amount within specification (specification is (B)(4)). Complaint could not be confirmed.

Event description:
Customer stated that during testing pump over delivered, 2 ml. Rate and dose are 500 ml/hr and 10 ml.